Event description:
My mother was in hosp, she was a dialysis pt receiving heparin. In 2007, she had just finished a good supper was feeling good and lucid. They gave her a heparin shot in the stomach, and in a little while she was screaming with stomach pain. It continued for a long time and she started to get confused. The next day she was still in pain and even more confused and had a blood infection, she didn't recognize anyone. She died the next day. I contacted baxter lab, [maker of recalled heparin] and blodgett hosp and they both said it couldn't be traced to see if she received that heparin. I find that hard to believe. Dates of use: 2007. Diagnosis or reason for use: dialysis.